Manufacturer narrative:
The solarice device is considered to be the same as euphora with the exception of a different brand name and minor differences in the labeling if information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent and one solarice rx ptca balloon catheter to treat a severely tortuous and calcified lesion located in the cx artery. Both devices were inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated using a 2.0x 20mm and 2.5x20mm balloon to 18atm's. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was used. It was reported that the stent could not pass the lesion and deformation occurred in vivo during positioning. The device was replaced by another medtronic device. It was also reported that balloon deformation occurred while trying to pass through the lesion because of coronary tortuosity. It is believed that the event was due to use of the devices in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient in jury reported.

Manufacturer narrative:
Product analysis summary: the device returned with blood visible in the balloon. The balloon folds remained intact. The balloon passed negative prep. The balloon was inflated to nominal pressure of 8 atm. The balloon maintained pressure. There was no deformation evident to the balloon. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.